Event description:
Rec'd medwatch from user facility stating that during phacoemulsification, a tear developed in the pt's posterior capsule and part of the pt's removed lens (natural lens) floated back into the vitreous. At that time the eye was closed with a suture and the pt was transferred to the hospital. The pt then underwent a vitrectomy procedure.